Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The implants were opened to confirm the inside implant packaging was still sterile. The implants have damage to the plastic sterile containers and the implants may no longer be sterile.

Manufacturer narrative:
The implants were opened to confirm the inside implant packaging was still sterile. The implants have damage to the plastic sterile containers and the implants may no longer be sterile. Examination of the returned devices and packaging confirms heavy damage to the inner and outer packaging. The root cause is attributed to repeated handling and possible inadvertent mishandling of the devices post distribution. The devices were manufactured between 2006 and 2010 respectively. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.